Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that a failure to sense and pace was observed. Low, out of range, pacing lead impedance was also noted. Lead was explanted and replaced. Patient condition was good after the event.